Event description:
It was reported that this right ventricular (rv) lead was exhibiting high pacing thresholds, low amplitude/poor morphology and undersensing due to slack issues. This rv lead was repositioned and remains in service. No additional adverse patient effects were reported.